Manufacturer narrative:
A follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary:the device was received and evaluated at the service center. The reported complaint that the foot pedal did not pair with the generator was confirmed. The corroded battery tray assembly was replaced to correct the reported complaint. The device was tested and found to be working according to specifications. Fluid ingress into the device is the root cause of the corrosion of the battery tray. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during testing, it was observed that the vapr vue wireless footswitch device would not pair with the generator. During in-house engineering evaluation, it was determined that the battery tray assembly on the device was corroded. There was no procedure involved. No additional information was provided.